Event description:
Allegedly revised due to pain. There was corrosion on neck and femoral head. Medium activity level. Average weight.

Manufacturer narrative:
This is the same event as 3010536692-2014-00646, 00647.